Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing issues with the sensor. It was found that the customer was receiving sensor glucose readings that differed from their actual blood glucose reading. The customer's blood glucose was unknown. The customer also had a sensor that had broken. The issue was resolved by replacing the sensor. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.